Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm red light flashing during self check. Hospital analysis: possible battery aging. No patient involved.